Event description:
It was reported that an unknown cartridge alarm occurred. There was no adverse impact to the customer's blood glucose level. Customer successfully loaded cartridge, resumed insulin delivery before contacting support, and issue was considered resolved with no further actions documented.